Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in (B)(6) 2014. According to the report the device had malfunctioned. The report stated the device was explanted and replaced with another strata device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.